Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the patient has complained since her first post-op day that she has a blurred haze around all objects which is intensified by light. The date of implant was (B)(6) 2018. The patient¿s vision was 20/15 at distance and j1 at near. The doctor reported that the symfony intraocular lens (iol) is centered perfectly, but appears to have circular swirl marks on the anterior surface of the central optic, which seem to be perfectly symmetrical and could not have been done by human hands. Per follow-up, the lens was explanted (B)(6) 2018 and replaced with the same model, a smaller diopter size lens. Patient was doing fine post-surgery. No further information was provided.

Manufacturer narrative:
The same diopter size, 21.5 of replacement lens was utilized rather than smaller size, as initially reported on MDR (medical device report). Device available for evaluation? Yes. Returned to manufacturer on: 8/1/2017. Device returned to manufacturer? Yes. The product was received in a lens case. Visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.